Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system does not produce sound from the system. The fse provided the customer parts information for the device speakers.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating the system speakers do not produce sound. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.